Event description:
A u.s. Distributor contacted zoll to report that a patient experienced an inappropriate defibrillation. The patient was at a (B)(6) at the time of the event. A representative from the skilled nursing facility reported that the patient received a treatment and then fainted. It was reported that the response buttons were pressed after the treatment was delivered. After review of the downloaded data, it was confirmed that the patient received one inappropriate treatment at 13:33:28 on (B)(6) 2015. Multiple counting of tall t-waves contributed to the false detection. A review of the downloaded data confirms that the response buttons were pressed after the treatment was delivered. The patient did not seek medical attention and continued to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no information to suggest that the patient sustained a serious injury. The patient did not seek medical attention and continued to wear the lifevest. (Other): device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor: (B)(4), 01/2014 - reuse; electrode belt: (B)(4), 04/2013 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the (B)(4)). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.